Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, documentation, and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examination could be performed. However, one finished goods device from a different lot, was used as a representative device for investigation. Laboratory results showed the wire guide met dimensional and visual inspection requirements. The complainant device lot number is unknown. Thus, a review of the device history record, nonconformance history, and related product complaints query could not be conducted. Based on the information provided, no complaint device returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It was reported that during vein/ artery access, the micropuncture transitionless stiffened cannula access set guide wire unraveled following advancement through the needle. The initial reporter stated that resistance was encountered during advancement; kinking of the wire was not observed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.